Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was 347 mg/dl. The customer was treated with u500 insulin manually by doctor. The customer insulin pump has a crack, chips, scrapes on the battery compartment and battery cap. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The device had minor scratches on display window, broken belt clip slot, and broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.